Manufacturer narrative:
Upon retrospective review, it was determined that this incident is a MDR reportable event since the doctor had to intervene. Since the actual device was not returned, the device history record and the digital files were reviewed. The trajectory of the guide mold lines up well with the doctor's treatment plan. Definitive conclusion cannot be reached without the actual device evaluation. Actual device was not returned.

Event description:
The surgical guide was used to 4.7mm diameter drill and then he took guide off to do additional drilling in order to place the 6mm implant. After placing the implant, he took a panoramic radiograph and saw that implant was very mesial and very close to the adjacent root. He took the implant out and sewed patient back up.